Event description:
I own a sonicare toothbrush and over the past two years have noticed my teeth chipping. The rapidly vibrating head of the sonicare brush (30,000 strokes per minute) has a hard plastic structure where the bristles are seated. This head vibrates side to side and is like a small jackhammer when the hard plastic impacts a tooth. Most of us were taught to use a manual with stroke from the gum line to the tip of the teeth for maximum effectiveness between the teeth. This movement is in conjunction with a wrist twisting motion for maximum effectiveness. During this movement, it's natural for the plastic part of the bristle head to rub against the teeth which creates no problem with a manual toothbrush, however, with a rapidly vibrating hard plastic bristle head impacting the tooth enamel a 'jackhammer' effect happens and can create a fissure in the enamel weakening the tooth, but not breaking off during brushing. Most often the tooth will break during eating and most sonicare owners don't associate the broken tooth with the sonicare and don't realize the weakening occurred during the brushing when the vibrating hard plastic impacted their tooth. I've had two crowns that chipped at the gum line and not at the chewing impact part of the tooth. This could have only been caused by the sonicare toothbrush impacting the crown at the gum line. I've been a few blogs and read other reports of sonicare owners who are experiencing their teeth chipping. This should really be investigated. I have called phillips to complete but was referred to another department that never responded to my concerns. This problem could be easily solved if phillips coated the hard plastic bristle head with a rubberized coating thus minimizing the risk of fracturing teeth by having a rapidly vibrating hard surface impacting a passive head surface, like a jackhammer does on a sidewalk. If the jackhammer had a rubber tip, it would just bounce around on the cement but not chip the cement. Same with sonicare and teeth. A rubber coating will solve the problem. In the meantime, I have to spend thousands of dollars to have my five shipped teeth repaired. Please look into this. I will be happy to answer any queries the FDA or phillips may have. Thank you. (B)(6).